Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide, model: ust400, 17845-5a-aw rev b 09/17. Changing your pod, chapter 3 / page 23: warnings: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. If you are a first-time omnipod system user, your omnipod system trainer will guide you through the steps for initializing and applying your first pod. Do not attempt to apply or use a pod until you have been trained by your omnipod system trainer. Use of the system with inadequate training or improper setup could put your health and safety at risk. Living with diabetes, chapter 11 / page 115: infusion site checks: at lea st once a day, use the pod's viewing window to inspect the infusion site. Check the site for: leakage or scent of insulin, which may indicate the cannula has dislodged. Signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
It was reported by the patient that she was experiencing skin irritation causing itching and burning after wearing the pod for 4 to 24 hours. Afterwards, the patient would develop a blister. Symptoms began 24 hours into usage with no effects to her bg levels. The affected area was located on the backside of her arm. She reported this to her cde and was prescribed allergy creams (no names given). She mentioned that she has celiac disease and during the trial time with the pods she would only get two marks on her skin and she would be fine.